Event description:
On 10/17/95 the intra-aortic balloon pump alarmed. On visual inspection, blood was noted in the catheter tubing of a 76-yr-old male pt. The balloon catheter was discontinued and not replaced as the pt was stable. This was the second event involving this pt. The catheter was evaluated by the MFR. Holes were found consistent with abrasion. The conclusion was this damage is consistent with that known to occur when a balloon catheter is used in the presence of intra-aortic plaque.